Event description:
According to the monitoring nurse, the heart failure attending was not concerned about the dampened waveform. The last reading taken by the patient was on (B)(6) 2023 and that was after the patient had his heart transplanted. When the patient was last seen they were looking and feeling good, therefore the doctor was not concerned about the cardiomems.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue could not be conclusively confirmed at this time. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.